Event description:
The pt had gastric bypass surgery in 2003 and "lost a lot of weight which left a lot of flab." As a result, the implantable neurostimulator was "flipping and flopping in stomach" and "flips out" when the pt sits down. The pt felt like the ins was "turning." The pt was able to communicate with the ins and recharge the system. The pt stated the therapy was "helping with medication." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.